Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After the lesion was pre dilated, the physician performed intravenous ultrasound (ivus). Subsequently, a 2.50x24mm promus element plus stent was advanced to treat the lesion. However, the device was unable to cross. The device was removed from the patient and upon inspection outside the patients' body, it was noted that the edge of the device was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.:the device was returned to the complaint investigation site with the stent detached from the delivery system. The stent was not returned to the complaint investigation site for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. A visual and microscopic examination found that the hypotube and outer were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After the lesion was pre dilated, the physician performed intravenous ultrasound (ivus). Subsequently, a 2.50x24mm promus element plus stent was advanced to treat the lesion. However, the device was unable to cross. The device was removed from the patient and upon inspection outside the patients' body, it was noted that the edge of the device was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).